Manufacturer narrative:
On (B)(6) 2019 during console's preventive maintenance, the thermogard ivtm system (serial #(B)(4)) displayed "tcm ID:02 (ce danfoss error) error message during the initial functional test. The root cause is due to a damaged danfoss module as a result of wear and tear. The console was manufactured in june 2010 and it is 9 years old, well past beyond its serviceable life of 5 years. Due to the aged of device, no parts will be replaced, it will be scrapped. Unrelated to error tcm ID:02, damaged white rollers on the console was observed during visual inspection. The damaged was caused by a missing pump lid. White rollers and pump lid will not be replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
On (B)(6) 2019 during console's preventive maintenance, the thermogard ivtm system (serial # (B)(4)) displayed "tcm ID:02 (ce danfoss error) error message during the initial functional test.